Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 165 mg/dl at the time of incident. The customer was advised to check pump's bolus speed setting. They were set to standard. The customer was advised to disconnect from the pump and was assisted in performing a 5.0u fill cannula. The insulin did not exit and pump alarmed insulin flow blocked. The customer was advised to remain disconnected, and to remove the reservoir from the pump and rewind. The insulin pump alarmed with no reservoir detected. Customer does not have a plunger available. Customer was advised to replace the infusion set and the reservoir as soon as possible, and was advised to call back when she gets home. The reservoir will not be returned for analysis.